Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the end-user, the skin is cleansed with relia med adhesive remover wipes and washed with ivory soap and water. Montreal ostomy pectin powder is also used. The use of accessory products have been reviewed with the pt. The pt has been advised to call back again if condition has not improved. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports that 2 week history of itching under the tape border. Reporter states he uses safe and simple stoma wipes, reliamed adhesive remover, and ivory soap to wash skin. He changes wafers every 4 days and states itching starts within the day of changing wafer. At times it is accompanied by small little reddened dots on skin.